Event description:
A pump motor stall was documented. The pt experienced withdrawal symptoms. The medication used in the pump was initially morphine; at the time of the report, it was sulfentanyl. The pt was dissatisfied with the results of the therapy. The pump was explanted and not replaced.